Event description:
A hospital in (B)(6) reported that a patient desaturated when using the pt101 airvo humidifier. It was reported that the patient was transferred to itu and was fully ventilated but has since been moved to the renal ward.

Manufacturer narrative:
(B)(4). The complaint airvo2 humidifier was not returned to fisher & paykel healthcare (fph) (B)(4) as it was evaluated at our (B)(4) regional office. Further information was sought from the hospital and we were informed that the incident happened at night on a renal ward and they could not confirm if the oxygen disconnected. It was reported that the airvo2 did not alarm. The device was returned to our UK regional office where an operational check was carried out. No fault was found with the device. It was observed that the oxygen inlet extension kit was incorrectly fitted and the tube was found to be slightly kinked, but not blocking the oxygen flow. The 900pt402 oxygen inlet extension kit is sold as an accessory for the airvo2 humidifier and allows the user to connect supplementary oxygen. Supplementary oxygen is connected to a barb connector, which is suitable for use with most common sizes of oxygen tubing. The user instructions that accompany the oxygen inlet extension kit includes pictorial instructions of the correct location of the oxygen inlet port and states the following: "remove the adhesive label and firmly attach the oxygen inlet port to the airvo unit as shown." The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."